Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('unspecified inflammatory disease of female pelvic organ') in an adult female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube obstruction. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/ urinary problems: bladder problems"), urinary tract disorder ("bladder/ urinary problems: urinary problems"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysgeusia ("nickle taste in mouth always"), hot flush ("hormonal changes describe: hot and cold flash"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), weight fluctuation ("wight fluctuation") and pain in extremity ("inner thigh pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, bladder disorder, urinary tract disorder, alopecia, migraine, headache, nausea, weight increased, dysgeusia, hot flush, vaginal haemorrhage, urinary tract infection, weight fluctuation and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysgeusia, dyspareunia, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2010, patient received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, hair loss migraine, headaches, nausea, weight gain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: right occlusion only. Unilateral occlusion (right tube occluded), unilateral occlusion (right tube occluded) inserted fully all the way. Healthcare provider told that, blockage in left tube, so coil was never inserted fully all the way. Right tube occluded. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Event hot flush, vaginal bleeding, uti, weight fluctuation, thigh pain and unspecified inflammatory disease were added. Lot number added. Product, patient & reporter information added. Event device ineffective deleted as plaintiff reported that due to blockage in left tube coil was never inserted fully all the way. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('unspecified inflammatory disease of female pelvic organ') in an adult female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube obstruction. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), dysgeusia ("nickle taste in mouth always"), hot flush ("hormonal changes describe: hot and cold flash"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), weight fluctuation ("wight fluctuation") and pain in extremity ("inner thigh pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, bladder disorder, urinary tract disorder, alopecia, migraine, headache, nausea, weight increased, dysgeusia, hot flush, vaginal haemorrhage, urinary tract infection, weight fluctuation and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysgeusia, dyspareunia, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2010 patient received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder problems ,urinary problems, hair loss migraine, headaches, nausea, weight gain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: right occlusion only. Unilateral occlusion (right tube occluded), unilateral occlusion (right tube occluded) inserted fully all the way. Healthcare provider told that, blockage in left tube, so coil was never inserted fully all the way. Right tube occluded.. Lot number:721046, manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.